Manufacturer narrative:
(B)(4). Date sent: 10/31/2024. D4: batch #unk. B3: only event year known: 2024. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot/batch number maintenance: c9de9g and no non-conformances were identified. Manufacturing date: (B)(6) 2024 expiration date: 01/31/2027. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown surgery, after a few reload applied, the reload stuck in the middle. So they used reverse button to reverse knife. And changed to another new product to complete surgery successfully without delay and patient consequences. No additional information was provided.

Manufacturer narrative:
(B)(4). Date sent 12/5/2024. D4 batch #805c27. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with no reload present. Upon visual inspection, the manual override door was noted to be out of position and missing; however, the lever bailout was damaged. It is possible that an outside the normal use force was applied on the lever bailout as it was pushed down once the device was bailout. Please reference the instruction for use for more information. The device was disassembled to verify the condition of the internal components and the lever bailout was damaged due to interaction with the cam bailout. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event described of difficult to open & partial fire could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 805c27, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 11/21/2024. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.